Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a heavily calcified and torturous lesion. It was indicated that the stent failed to cross the lesion and was removed from the patient. It was reported that deformation to the balloon was observed, the balloon was noted to be frayed and therefore was not re-inserted. No patient injury was reported.